Event description:
The reamer went through the femoral head and into the pelvis of the pt. The surgeon states the release button on the reamer didn't engage; contributing to the event. The pt is again hospitalized with pain and a possible punctured colon. The reamer was tested following the surgery and the button/lock was found to be working properly. The dr felt the button could have been depressed by the retractor or the pt's skin and never relocked.